Manufacturer narrative:
Continuation of d10: product ID a71200 serial# unknown product type software product ID 8880t2 serial# unknown product type accessory product ID 977006 serial# (B)(6) product type implantable neurostimulator, ubd: 2023-09-28, UDI#: (B)(4). G2 country: spain this report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting gu idance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was recently implanted with two implantable neurostimulators (inss) and that both devices could be interrogated the first time. However, when trying to communicate with the first ins again on (B)(6) 2022, it was not possible to establish a connection. A message appeared indicating ¿too many devices have been found¿ and the two choices the programmer gave were cancel or retry. The rep stated no matter which ins they try to connect to the message was the same. The problem only occurred with their clinician programmer. They thought it was a problem with the software. The rep was advised to put a metal barrier in between the two implants and try again and to also move the communicator farther from on the implants so that only one can be detected at a time. As this device had not been programmed yet, no stimulation was being provided. The second ins was noted to be working as intended at that time. Additional information received reported that the manufacturing representative was still not able to communicate with the devices as of 2022-mar-30.